Event description:
A malfunction alarm was reported on a pump during its use, specifically alarm 30, indicating an issue with the cartridge. The customer's blood glucose level experienced no adverse impact. Tandem technical support was unable to resolve the issue through regular troubleshooting and offered a replacement pump to the customer, providing storage mode instructions for transport. Replacement pump serial number 1417539 was assigned as backup therapy to ensure uninterrupted insulin delivery.